Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported that the customer had motor error alarms and compromised force sensor system alarms on the insulin pump. Customer's blood glucose was 21 mmol/l. Customer was disconnected and the drive support cap was protruding. Customer was advised to contact the hospital for a replacement.